Manufacturer narrative:
Updated.

Event description:
On (B)(6) 2024, a successful reintervention surgery was performed to treat the type1b endoleak. A plc161200 contralateral component was implanted. The suspected type 1a endoleak was not confirmed. Physician electively chose to implant an aortic extender at the renals to increase proximal seal length. No device issue or device migration was observed with rlt281414. Patient tolerated the procedure. No further patient information is available.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. Images were provided and the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time-point available for evaluation: post-implantation cta dated (B)(6)2024. ¿ the distal contralateral limb extends towards the lci. ¿ the distal limb appears to end in the abdominal aneurysm sac. ¿ there is lack of device apposition in the lci. Thereby, confirming a distal type I endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6)2019, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm, utilizing gore® excluder® aaa endoprosthesis. On (B)(6)2024, a type 1b endoleak was observed. In addition, a possible type ia endoleak was also observed. The physician is planning to perform a reintervention surgery, but a date has not been scheduled yet. It is unknown if there was aneurysm enlargement.